Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime and insulin pump continued to receive a no delivery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform excessive no delivery alarm test due to prime anomaly. The motor passed motor test. The insulin pump had minor scratched lcd window and broken reservoir tube lip.